Event description:
A patient reported that their meter had missing readings in the memory. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given. Customer was also comparing readings taken throughtout the day--invalid comparison. No further information has been reported.